Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. The issue was resolved through an ipg replacement. Effective therapy restored post-op.